Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with dizziness. An interrogation showed the right ventricular (rv) lead with high threshold. It appeared that the threshold had been high for some time and was a chronic issue. The lead remains in use. No patient complications have been reported as a result of this event.